Manufacturer narrative:
The failure of c56 prevented the power supply from operating on ac power. Reference (B)(4).

Event description:
The customer reported when the device is powered on, the device states low battery; when the ac is connected, the device appears to be running on battery. The customer reported the circuit breakers are on and ac power is going to the device. The customer reported there was no patient involvement.